Event description:
Patient in for scheduled surgery for laparoscopic roux-en-y w/intraoperative esophagogastroduodenoscopy (egd). Patient returned to the or w/ diagnosis (dx): abdominal sepsis/probable leak. Procedure was documented as ex lap/graham patch over gasto-jejunal leak/g tube/abramson drain/wound vac placement. During the first surgery the anastomosis was submerged into the irrigation and transorally an egd was inserted down the posterior pharynx and into the esophagus with the insufflation scope advanced from the distal part of esophagus down in the pouch into the small bowel. Under distension, there was no evidence of air leak noted. However during the second surgery four days later it was reported that this leak may have been from the covidien eea25 w/orvil staple line site from the first case. The device was not saved from the first surgery since there was no knowledge of a possible problem at that time.